Event description:
Event description cpi received a report, from a cpi sales representative that, after a patient was externally rescued, the ICD exhibited a error message 0800; which indicates voltage on output during charge. Not an issue or device fault. Typically, it means the an external shock divereted the ICD shock and produced the fault code.